Event description:
It was reported that the patient was experiencing more pain than prior to being implanted and it was causing the patient to walk with a limp. It was also noted that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted device will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred 3 months prior to the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: (B)(4). Model: sc-8336-50. Serial: (B)(4). Batch: 7076980.